Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) reviewed the customer's instrument logs due to the customer reporting falsely elevated b-hcg results generated on an architect i2000sr, serial number (B)(4). Through the review, the fsr found that the thermistor of wz2 probe 1 needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Event description:
The customer observed a falsely elevated architect total b-hcg result on one patient. The following data was provided (<5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result, on (B)(6) 2020, was 34 miu/ml, repeat was 5.17 miu/ml. The sample was then repeated on a different analyzer, an architect i1000, which was <1.2 miu/ml. The patient was recollected on (B)(6) 2020, sample ID (B)(6) that result was <1.2 miu/ml. There was no impact to patient management reported.